Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
No adverse event [no adverse event] rotating part of this replacement head separates from the head and falls off - oral-b [device breakage]. Case narrative: 50 year old female consumer via phone stated that the rotating part of the oral-b replacement toothbrush head separated from the head and fell off. No injury was reported.